Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to hepatitis. There were no additional adverse patient effects reported. The rv lead was successfully implanted.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The rv lead remains in service.